Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited noise episodes. The patient experienced symptoms of bradycardia. During the explant and replacement procedure, the physician noted the lead insulation was bunched up.